Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The consumer reported issues with two freestyle libre 2 sensors, both with unknown serial numbers. This report covers both sensors. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported product issues with two freestyle libre 2 sensors. The customer reported that one of his freestyle libre 2 sensors was "defective and would not work". Adc was contacted and this sensor replaced, and the customer applied a second sensor he had. The customer additionally reported that another freestyle libre 2 sensor gave unspecified high reading, then "quit working". The customer was contacted and reported that there was no adverse event or emergent third-party intervention required due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.